Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue multi measurement server x2 and no sound was coming from the device. No death or patient / user harm or injury was reported.